Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley trays had 2 patient issues. The foley catheters were becoming lodged in the male bladder, because when 10 cc of fluid was removed from the balloon, it was leaving an enlarged ring at the base of the balloon. There was no fluid left in the balloon just excess cuff from the deflation of the balloon.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "balloon material does not shrink quickly enough". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Single use only. Do not resterilize. For urological use only. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Please consult product label and insert for any indications, contraindications, hazards, warnings, cautions and directions for use. Directions for use 1. Wash hands and don clean gloves. 2. Explain procedure to patient and open peri-care kit. 3. Use the provided packet of wipes to cleanse patient¿s periurethral area. 4. Remove gloves and perform hand hygiene with provided alcohol hand sanitizer gel. 5. Using proper aseptic technique open csr wrap. 6. Don sterile gloves. 7. Place underpad beneath patient, plastic/¿shiny¿ side down. 8. Position fenestrated drape on patient. 9. Saturate 3 foam swab sticks in povidone iodine. 10. Attach the water filled syringe to the inflation port. 11. Remove foley catheter from wrap and lubricate catheter. 12.prepare patient with. 13 foam swab sticks saturated in povidone iodine. Use the nondominant hand for the genitalia and the dominant hand for the swabs. Note: use each swab stick for one swipe only. Male patient: cleanse the penis in a circular motion starting at the urethral meatus and working outward. 13. Proceed with catheterization in usual manner using the dominant hand. A. When catheter tip has entered bladder, urine will be visible in the drainage tube. B. Insert catheter two more inches and inflate catheter balloon. 14. Inflate catheter balloon using entire 10cc of sterile water provided in the prefilled syringe. Note: use of less than 10cc can result in asymmetrically inflated balloon. 15. Once inflated, gently pull catheter until the inflated balloon is snug against the bladder neck. Foley catheter removal 1. To deflate catheter balloon: gently insert a luer lock or slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. 2. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. 3. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. 4. If the balloon will not deflate and if permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. 5. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." Correction: a,h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that the foley trays had 2 patient issues. The foley catheters were becoming lodged in the male bladder, because when 10 cc of fluid was removed from the balloon, it was leaving an enlarged ring at the base of the balloon. There was no fluid left in the balloon just excess cuff from the deflation of the balloon.